Event description:
The customer reported that smoke emitted from the c-arm. They finished the case without patient injury.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Smoke. The ge service rep removed the cover of the power supply and found the damaged part that caused the smoke. The unit was fixed.